Event description:
During an initial implant procedure, it was noted there was a loss of sensing on the right atrial (ra) lead when attempting to fix the suture thread on the suture sleeve. After additional attempts the ra lead was able to be fixed in place with appropriate sensing values. The patient was stable.